Event description:
A report was received that alleges that the flange detached from the shaft of the tracheostomy tube which was then removed from the pt stoma at the bedside with a gloved hand. The trach was replaced and the pt recovered with no incident related medical sequelae.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of eval once it is complete.